Event description:
Dates of use: two weeks in 2007 od. Diagnosis or reason for use: dry eyes. Event abated after use stopped or dose reduced: yes. Location: ou, lower lids. Os red and bothersome per pt. Os irrigated and plug removed. Start zymar tid os. Pt to return in 2 weeks for follow up.